Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged hard to get insulin pump to unlock sometimes. Blood glucose was unknown. Reservoir was hard to get to line up in insulin pump and during rewind customer hear clicking sound and buttons were hard to press several times. The insulin pump will not be returned for analysis.